Event description:
The patient reported that the pump had flipped "repeatedly" after initial implant and a revision was completed last year. The patient reported that she can feel the cap and did not think the pump was currently flipped. It was indicated that the health care provider had difficulty accessing center port. The health care provider was unable to access refill port at last appointment about 3 weeks ago. The patient indicated that the pump had "plenty of medication" in it right now. The patient also reported that she is off oral baclofen and therapy was "good." The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc lot # n280436004 , implanted on: 0(B)(6) 2011 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).